Event description:
It was reported that the patient experienced tape not sticking events on (b)(6) 2026. The product did not adhere, and sets fell off due to sweating.

Manufacturer narrative:
MDR 8021545-2026-28241 / Initial 1 of 2.This emdr is being submitted for an unknown number quantity.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.